Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The quick connect button was bent. A functional evaluation was performed. The device failed the weight test. The piston migration was at 2.2 inches. The reported complaint of a quick connect failure was confirmed. Factors that could have contributed to the reported complaint include an impact event inconsistent with intended use. The reported failure of "could not be fixed properly" was confirmed and the root cause is associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for "quick connect failure" concluded this was an isolated event. A complaint history review concluded that the "could not be fixed properly" failure was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spider for japanese/eschmann or table could not fixed properly and had a quick connector failure. No case reported; therefore, no patient was involved.